Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, assisted with the reset, and confirmed the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, which they acknowledged and understood.